Event description:
A hemodialysis inpatient user facility reported that during treatment the dialyzer clotted with blood. The clinic manager stated that the patient needed more heparin and was on aspirin therapy. Estimated blood loss was less than 100 cc's. Patient had no adverse effects and did not require any medical intervention. Sample is not available; sample was discarded.

Manufacturer narrative:
The plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.